Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and installed a new cylinder of helium and ran leak tests. The stm reported that no leak was indicated. He monitored the iabp for several hours and the external transducer reading did not drop. The stm checked in with the customer at a later date and the volume had held and no leak was indicated. The iabp passed all functional and safety tests and was released back into clinical use.

Event description:
The customer has reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The biomedical engineer changed the washer for the helium tank; however, the helium continued to leak. There was no patient involvement during this event or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted.

Event description:
The customer has reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The biomedical engineer changed the washer for the helium tank; however, the helium continued to leak. There was no patient involvement during this event or adverse event reported.